Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending (lad) artery. A 12 x 2.50 promus premier¿ drug-eluting stent was deployed to treat the lesion. The procedure was completed without any issues. However, on the same day, patient came back with stent thrombosis. Subsequently, the thrombus was ballooned and stented again. The procedure was completed with no further patient complications reported and the patient's status was okay.